Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the patient failed registration. There was no metal interference with the emitter but the registration value was high. The surgery was reported to be finished with navigation. There was a reported delay of less than one hour and no other reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Navigation was not aborted. There was no inaccuracy as navigation was aborted.